Event description:
Consultant reported that two plates broke while being contoured with plate bender to fit reshaped mandible. First plate broke on 1st bend and second plate broke on 3rd bend. Portions of plates removed prior to contouring, consultant has main portion of plate in possession and will return them. There was a reported surgical delay of 15 minutes. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Placeholder.